Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result generated for a 66-year-old male patient sample. The following data was provided (reference range - male <34.2 pg/ml): (B)(6) 2026 sample ID (B)(6) initial result 150.06 ng/l, repeat result on another instrument (B)(6)= 8.42 ng/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result generated for a 66-year-old male patient sample. The following data was provided (reference range - male <34.2 pg/ml): (B)(6) 2026 sample ID (B)(6) initial result 150.06 ng/l, repeat result on another instrument (B)(6) = 8.42 ng/l . No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument, performed trouble shooting procedures including cleaning of parts. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant or erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the alinity I processing module did not identify any similar issues with regards to the customer reported event. Review of the manufacturing documentation did not identify any non-conformances or potential non-conformances associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I processing module, serial number (B)(6), was identified.